Manufacturer narrative:
Product complaint # ==> (B)(4). The concorde lift, convex 9x21 was not returned to the customer quality unit for evaluation. It was noted that the device remains implanted. However, x-ray image of the device was provided to customer quality unit. It can be seen in the images that there has been loss in height of expansion of the cage. It is unknown how the concorde lift is losing its expansion. Should more information and/or the device sample become available at a later date, this complaint file will be reopened and the device will then receive a full evaluation. A device history record review could not be conducted as a lot number was not available. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Without the return of the concorde lift, convex 9x21 we are unable to identify the root cause. As no issues could be identified in the manufacturing and release of this device, this complaint file will be closed with no further action required. Should more information and/or the device sample become available at a later date, this complaint file will be reopened, and the device will then receive a full evaluation.

Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported concorde lift cage collapse post op. There is no plan for revision at this time.